Event description:
Customer complained about the green light not blinking when connecting the transmitter to the sensor. Customer reported she removed the sensor from the site and the cannula was not seen. She feels something when she rubs her finger across it. She did not find the cannula bent or stuck to the adhesive. Customer stated that the introducer needle was not hard to remove. Blood glucose value was 91 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they functioned properly and passed all functional testing. However, found both sensors were received with bent cannulas, we are unable to confirm if the customer received the sensors in said condition due to the customer returned the sensors opened and used. We are also unable to confirm the insertion needle anomaly due to the customer did not return the needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.